Event description:
Related manufacturer reference number: 2017865-2024-71878. It was reported that patient presented to a right ventricular leadless implant (lp) procedure. The implant process was initially difficult due to patient's anatomy, and an interventional catheter and guidewire needed to be used. After identifying the best implant location, a delivery catheter was used for the rest of the procedure. The delivery catheter exhibited excess torque, but the lp's electrical measurements were still good. Physician attempted to release the lp from the delivery catheter but was unable to, noticing that the catheter went back to short tether mode from long tether mode. Physician was going to try and redock and reposition the device when the lp unexpectedly dislodged from the heart and then unexpectedly released from the delivery catheter into the atrium/ superior vena cava area. Lp was retrieved and then both the lp and delivery catheter were replaced to complete the procedure. Patient was stable.